Event description:
The facility's quality manager reported device involved in an overinfusion of morphine. The patient reportedly received narcan as a result. No adverse consequences reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient's demographics, amount of medication overdelivered, concentration of the drug, set up of the pump, and the prescribed dosage.